Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device: 82 days. Two reports were received from the intermacs registry. One contained the user facility report# (B)(4). A user facility number was not provided for the second report. (B)(4). The device was not returned for evaluation as it was not explanted. A root cause for the reported event could not be determined through this evaluation. The instructions for use lists thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. Information was received from the intermacs registry on (B)(6) 2015 stating: pt was seen in clinic upon assessment was found to have abnormal vad sounds, ld was increased. Pt was admitted to hospital for further evaluation. Additional information also included indicated that the patient expired on (B)(6) 2015. Thrombus event: signs or symptoms: hemolysis. Device malfunction causative factor: patient non-compliant. Device malfunction causative factor: prothrombotic state. Primary cause of death: circulatory: end stage cardiomyopathy.